Manufacturer narrative:
The views and conclusions presented in this journal article do not necessarily reflect those of the spectranetics corporation. No devices from the case were returned for investigative analysis, nor were any additional case details provided for an internal evaluation.

Event description:
This is one of six journal articles found during a routine clinical literature review. "Arteriovenous fistula after injury of the left internal mammary artery during extraction of pacemaker leads with a laser sheath". Journal: pace 1999;22:833-834. (B)(6). Female presenting with a malfunctioning lead. Pt had a subcutaneously implanted dual chambered pacemaker in the left pectoral area connected with bipolar leads (rv & ra). Md lased and successfully removed the ventricle lead with the 14f sls. Moving next to the distal lead, again using the 14f sls with the outer sheath, dislodged the atrial lead with countertraction. Post-operatively, the patient became hemodynamically unstable. Angiography showed a severed left mammary artery. Injury was successfully repaired. The patient recovered and was discharged without further complications.